Event description:
Report states fast flow. Reporter states that infusion started at 12 a.m. And completed at 8 p.m. Per reporter, "pt saw, that the next day on 8 am, when they got up, the pump was already empty." Per reporter infusion lasted approx 20 hours or less, and not the expected 24 hours. Per reporter device contained 5 fluorouracil of unknown concentration and sodium chloride 0.9% for an unknown total fill volume. Reporter indicates that there was no pt injury and no medical intervention was required as a result of the reported condition.